Manufacturer narrative:
(B)(4). Date sent: 1/29/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "was the handle broken? Were the jaws damaged? Was the device difficult to fire? Difficult to open? Did the device fired any malformed clips? Did the device would not fire? If other please specify" an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown pediatric procedure, device broke while using. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025, d4: batch #c9ep2k, corrected data: d4=UDI#. Investigation summary visual analysis of the returned sample determined that the el5ml device was returned with one jaw damaged bent; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek (c9em9a) from another device was returned along with the instrument. No functional testing could be performed due to the damaged jaw. The instrument was disassembled, upon disassembly six (6) clips were found inside clip track. However, it is known from the history of the device that jaw bent condition may lead to malformed clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch c9ep2k number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2025. Additional information was requested and the following was obtained: "was the handle broken? Were the jaws damaged? Was the device difficult to fire? Difficult to open? Did the device fired any malformed clips? Did the device would not fire? If other please specify she said that on the jaws where it forms the "u" shape, a piece of that part broke way so did not form properly, therefore the stapler could not deploy out jaw where stapler deploys, one side broke away."